Manufacturer narrative:
Date of event: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the product appears to have no additive. 100 retained samples were inspected and all had the additive. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300672. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plus venous blood collection tube glucose determination did not have additive. No injury or medical intervention.